Manufacturer narrative:
The referenced unit was returned to the service center for evaluation. The reported error was confirmed and determined to be due to a defective generator board. Additionally, the external front panel is cracked around the neutral port and is cracked and chipped along the sides. A software upgrade to the latest version is recommended and needs to recalibrate the contact quality monitor. The generator board was replaced with a new update to date board. The unit was repaired to standard specifications and returned to the customer. A review of the repair history indicated the scope has no previous repair records. The investigation is ongoing; therefore, the root cause of the reported issue/malfunction cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
The technical support engineer was informed by the biomedical engineer at the user facility that the high frequency electro-surgical generator unit was reportedly getting an e433 error- footswitch malfunction during preparation for use. The unit was returned to the service center for evaluation. No patient involvement was reported.

Manufacturer narrative:
This supplemental report was submitted to provide additional information from the legal manufacturer. The legal manufacturer performed a review of the device history records for the concerned device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. The concerned device was not returned for service/repair or to the legal manufacturer for evaluation, therefore the exact cause of the reported malfunctions could not be conclusively determined. Based on the physical evaluation, the reported e433 error malfunction was attributed to a defective generator board. Additionally, the error e433 is a known issue and is triggered by the safety system of the esg-400 and results in a restart of the generator. If the cause of the error remains, there may be an unlimited number of periodic restarts. Possible causes are: 1. The user activates the foot switch while the generator is booting (temporary error caused by user action). 2. Faulty foot switch (temporary error). 3. Faulty foot switch (temporary error, faulty reed contact). 4. Defective cable connection between hvps board and generator board (temporary or permanent error). 5. Defective hvps board (permanent error). 6. Defective generator board (permanent error). 7. Defective motherboard (adc, permanent error). A deeper investigation of generator boards with error e433 found a destroyed transformer to be the cause. An improved generator board was introduced into production in mid-july 2020. In general, the customer is required to check the function of all devices used prior to a procedure. As stated on the IFU (instruction for use) and as a preventative measure, the IFU states a suitable replacement device must be provided during an application. Olympus will continue to monitor complaints for this device.